Event description:
It was reported that catheter replacement occurred on (B)(6) 2014 due to a suspected catheter issue. Per the patient, the managing physician attempted to access the catheter access port (cap) in the clinic but was unable to due to scar tissue. The patient had experienced symptoms of nausea, sweating, increased tone and feeling ¿miserable¿ since her pump replacement surgery. The pump was replaced on (B)(6) 2014 and the date of the event was reported as (B)(6) 2014. Additional reported symptoms included flu like symptoms, swelling and increased spasticity. The patient¿s husband described it as ¿it was like she was withdrawing from heroin¿. The surgeon suggested that they were unable to aspirate the catheter at her replacement surgery. Upon the catheter replacement on (B)(6) 2014, the old catheter was removed and replaced with a new catheter. It was unknown if the issue was resolved. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. It was later reported that the product issue was considered resolved following the catheter replacement.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, lot# n120748, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of catheter serial #(B)(4) revealed acceptable testing. This catheter was returned in segments. Analysis of catheter serial # (B)(4) revealed coring/cuts/tears in the seal of the sutureless connecter, which possibly caused the occlusion. There was no misalignment.